Manufacturer narrative:
The sterile unit returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: na (sterile units returned). Event description: complaint 1 of 2: (B)(4). Complaint 2 of 2: (B)(4). This complaint is created as per the email request from [name] dated (B)(6) 2022. Information taken from the email: please open two new complaints for sterile cb030 scissor units that were returned by the customer from lot 1429335. The units were from the (B)(4) sterile units originally returned as part of complaint (B)(4) and failed [test method] performed (B)(6) 2022 due to excessive snagging per the [test method]. Intervention: unk. Patient status: na (no patient involvement).

Event description:
Procedure performed: na (sterile units returned) event description: complaint 1 of 2: (B)(4) [MFR #2027111-2022-00472] complaint 2 of 2: (B)(4) [MFR #2027111-2022-00473] this complaint is created as per the email request from [name] dated 19 february 2022. Information taken from the email: please open two new complaints for sterile cb030 scissor units that were returned by the customer from lot 1429335. The units were from the 96 sterile units originally returned as part of complaint (B)(4) and failed [test method] performed (B)(6) 2022 due to excessive snagging per the [test method]. Intervention: unk. Patient status: na (no patient involvement).

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, ninety-six (96) sterile units from the same lot returned for evaluation. Testing was performed on the sterile units, where it was observed that two returned unit failed testing as the returned unit was unable to cut consistently across the entire length of the blade. Engineering observed a small gap between the tips of the blades. Based on the condition of the returned sterile unit and description of the event, the scissors were unable to cut due to the gap that were observed between the tips of the blades on the returned unit. However, the exact root cause of the gap could not be determined based on the evaluation of the returned unit. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this process, applied medical is currently researching possible enhancements intended to further minimize the potential for this type of event to occur.